Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was taken out of the ICU and was an in patient. The status of the patient was unknown. They were planning on moving forward with the MRI however and they needed to know how to confirm there was no drug in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient was found unresponsive on (B)(6) 2018 and they thought she had an overdose of medication. They believed it was due to a malfunction of the pump. The hcp also stated that the patient received too much and had a hypoxic injury. The hcp was not positive of the drug in the pump but thought it was morphine. No further complications were expected or anticipated.